Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that user was unable to activate any buttons on this control panel. Mss even had the user touch the upper left hand corner of the screen and they were unable to activate the advanced setup screen. User stated they would order and replace the control panel onsite. Per additional information received on 29apr2022, biomed completed calibration on device and rebooted. Touch screen calibration was messed up and they could not get to advanced setup screen. Per follow up information received on 29apr2022, there was no patient involved during the reported event and the biomed will be repairing the device onsite.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Event description:
It was reported that user was unable to activate any buttons on this control panel. Mss even had the user touch the upper left hand corner of the screen and they were unable to activate the advanced setup screen. User stated they would order and replace the control panel onsite. Per additional information received on 29apr2022, biomed completed calibration on device and rebooted. Touch screen calibration was messed up and they could not get to advanced setup screen. Per follow up information received on 29apr2022, there was no patient involved during the reported event and the biomed will be repairing the device onsite.